Event description:
It was reported that the patient experienced a burning sensation and that right around her neck she had a lot of rash. The symptoms occurred following an implant, about one week afterward. There was also infection right at the incision site and she received antibiotics for it and it was healed at the time of the report. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).